Event description:
The customer reported high blood glucose levels since the night before. The customer's most recent blood glucose reading was 331 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. During the test, the customer found that insulin leaked from the reservoir. The customer stated that she would change the infusion set and call back if further assistance was needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2011-83241.